Event description:
It was reported that loss of radio frequency (rf) telemetry was noted during a remote follow up. Abbott technical support was contacted and the loss of telemetry was suspected to be associated with excessive rf communication with the transmitter. During a follow up in clinic, the device was successfully interrogated and rf telemetry was restored. The patient was in stable condition.